Event description:
Caller reported a cgm error. No adverse impact was noted on the customer¿s blood glucose level. Technical support assisted the caller with a pump reset, which resolved the issue, and the caller successfully began their sensor session.